Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 44 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: 130 iu ficoll¿: 2.0ml, an unspecified number of samples exhibit poor barrier separation upon processing. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of samples exhibit poor barrier separation upon processing. There was no health impact or consequences reported.